Event description:
It was reported that there was possible perforation and early exit block. There was no capture and low r waves. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Correction: if information is provided in the future, a supplemental report will be issued.